Manufacturer narrative:
The explanted device was returned to the MFR for eval and is currently being analyzed. No further info is available at this time. A supplemental report will be submitted when the device analysis is completed.

Event description:
The pt was implanted with a left ventricular assist device. Approx 2 years post-implant, the pt reported spontaneous red heart alarms for the last few days. The vad coordinator checked the history and verified the alarms. The system controller history also showed decreases in speed and low flow hazard alarms. The pt was able to reproduce the alarms with certain movements and admitted that he dropped the bag that contained the system controller and batteries on (B)(6) 2011 and that the alarms became more frequent since this occurred. Although, an x-ray taken of the internal portion of the percutaneous lead was unremarkable, the clinic suspected damage to the internal portion of the percutaneous lead and a decision was made to exchange the pump two days later.